Event description:
It was reported that the tip of the recanalization catheter was bent out of box; therefore, the 0.014 guide wire would not thread through the hub of the catheter. Another recanalization catheter was used with the same guidewire to complete the procedure. There was no patient involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned. The investigation is confirmed for material separation due to the condition in which the sample was returned. It is likely that the customer perceived the material separation at the distal tip as a bend in the device. Therefore, the investigation is inconclusive for bent. It is possible that the user attached the catheter to the transducer prior to removing it from the hoop. It is known that when removing the catheter from the hoop after the device has been attached to the transducer, the distal tip may sustain damage similar to that found in the investigation. However, the definitive root cause could not be determined based upon the available information.